Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on medical record review. The following sections of this report have been updated: corrected h.6 clinical code. Added information to b.7 relevant history. Per medical record review, patient history are as, cad, atypical cp, mitral valve prolapse, moderate mitral valve regurgitation, paroxysmal afib, stroke, s/p watchman procedure, acute diastolic hf, edema, htn, hld, emphysema, diverticulitis with h/o lgi bleed posing relative contraindication to anticoagulation,

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed based on insufficient medical records or imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Technical summary written by edwards lifesciences applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Therefore, it is likely that these patient/procedural factors may have caused or contributed to the stenosis/increased gradient event post-implantation. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by a (B)(6), approximately 4 years and 2 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis. A valve in valve procedure was successfully performed. The patient is in stable condition.